Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer receives an 8300 failing the co2 calibration task (s/n (B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer receives an 8300 failing the co2 calibration task (s/n (B)(4)). Explained problematic fault that would create failure of co2 gas reading. Check of setup, customer mentions gas-flow (> 500 ml per/min). Customer mentions no error codes involved with device. Informed customer of the oridion board assembly will be needing repair/replacement. Customer given the part number for the oridion board assembly. Discussed the fixed level pricing for service repairs. Customer request of RMA, and transfer of customer to service coordinator to assist with RMA. Customer will call back if any further concerns need to be addressed. End call. Ref: (B)(4).